Event description:
Pt called to report issues with his mini dental implants. Pt stated that the implanting dentist is (B)(6). Pt said he's had the mini dental implants, both upper and lower, for just under a year now. He said four months ago, the lower implant denture snapped in half while he was eating. He said it felt very sharp and he could have choked. Pt stated he had it repaired, but now the upper implant denture is cracked. Pt said he is scared it's going to break. Pt said the implanting dentist isn't able to see him for 3 weeks and he is very upset.